Event description:
Surgeon attempting to use us surgical 9.0 clip applier and clip would not load into device correctly. When attempting to fire, clip would have to be removed, then fired again. When clip was placed on vessel, clip would come off. New stapler of same type opened and used with no complications.